Event description:
Manufacturer's representative reported the patient had "poor pain control after elevated dosage." The patient was receiving morphine from their infusion pump. Device troubleshooting was done and the physician reported being unable to aspirate through the catheter access port (cap), therefore the patient was brought to surgery where the physician was able to successfully aspirate, and confirm patency of the intrathecal catheter. A pump study was also done, and the physician concluded there was no 90 degree rotation of the pump rollers. The pump was explanted and replaced with a new medtronic synchromed ii infusion pump. Final patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up will be sent when the analysis results become available.